Event description:
New information notes that the device was explanted on (B)(6) 2013 and replaced.

Event description:
It was reported that attempts to interrogate the device took long and a -communication lost- message was displayed. The patient would be monitored.

Manufacturer narrative:
Final analysis found a discrepant integrated circuit which caused telemetry anomalies. After replacing the integrated circuit, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.